Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampon had multiple strings and one of the string pulled out and was able to remove the tampon with other string.